Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr) for evaluation. Ofr checked the subject device and found followings; the distal end cap was scratched. The bending section rubber was worn out. The instrument channel port was scratched. The air/water cylinder was scratched. The suction cylinder was scratched. The water supply connector and the air supply connector were moving. The angulation did not meet specification. The remote switch no.3 was not worked. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Pseudomonas aeruginosa and providencia rettgeri (the total is >100 cfu/100ml.). Second time; (B)(6) 2021. Pseudomonas aeruginosa and providencia rettgeri (the total is >100 cfu/100ml.). Third time; (B)(6) 2021. Suction channel: burkholderia cepacia and providencia rettgeri (the total is >250 cfu/100ml.). Instrument channel: burkholderia cepacia (10 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.